Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level at the time of hospitalization was 1280 mg/dl. The customer was treated with insulin intravenous for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms such as some gastroparesis problems. Customer reported that the auto mode was not automatically delivering insulin at the time of high blood glucose event. Customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.